Event description:
A customer from (B)(6) contacted customer service. She tested her blood glucose using her contour link meter on one occasion and received a reading of 19 mg/dl. She retested using another meter and received a reading of 229 mg/dl. On another occasion, she received a reading of "lo" from the contour link, while the other meter read 215 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.